Manufacturer narrative:
G4: 20oct2020 b4: (B)(6)2020 it was reported to philips that when the unit is powered on the screen is blank. The customer stated that its like the unit is running in the back ground and the primary alarm sounds. The customer stated that they can use the touch screen and power the unit off. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the lcd was replaced which did not correct the issue. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse confirmed the reported problem with the screen and replaced the power management board and the ui assembly to resolve the reported issue and the device passed all performance verifications per service manual. Unit returned to full functionality and was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30dec2020. B4: (B)(6) 2021 the power management board assembly (assy,pcb,pwr mgmt,v680) was returned for evaluation. Visual inspection revealed no anomalies noted. A failure investigation (fi) technician installed the power management board into a fi ventilator to duplicate the reported issue. During the unit testing the power management board was installed in the fi test ventilator and it was found that the 12v normally providing power to the ui was not present. Fet q21 switches this voltage from the 12v supply. This part was provided the correct gate voltage, and 12v was present at the source, but did not pass the 12v. When q21 was replaced, the ventilator operated normally. Fault was found on this returned power management board and the customer complaint was verified with the root cause being a failure of fet q21. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported a ventilator with a blank screen. There was no patient involvement.